Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Sudden onset pacemaker-induced diaphragmatic twitching during general anesthesia ja clinical reports 2019; 5 (1). Doi.org/10.1186/s40981-019-0257-7. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an implantable pulse generator (ipg). The authors discussed a case where a patient developed sudden onset diaphragmatic contractions during general anesthesia. The pacing mode was changed from the original setting intraoperatively in order to avoid electromagnetic interference. Immediately following surgery, the pacing parameter was then changed back to the original setting which is when the diaphragmatic contractions occurred. Re-programming was applied, and the twitching ceased. The authors also noted the patient had occasionally noticed rhythmic contractions at night indicating phrenic nerve stimulation. The ipg remains in use and no further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.